Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited farfield noise oversenisng on the atrial channel. In addition, high out of range pacing impedance measurements and high pacing thresholds were noted in the right atrial (ra) lead. Isometrics tests were performed, and noise was reproduced. Therefore, the clinical representative reprogrammed the lead from unipolar to bipolar sensing. A chest xray was performed and lead fracture was suspected but it was not conclusive. No adverse patient effects were reported. This device remains in service.